Event description:
It was reported that longevity estimate diagnostics issue was observed via reviewing merlin.net transmission. The overall battery curve appears within normal range but includes several outliers that result in a wide variation. Device remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported field event of a diagnostic anomaly was confirmed in the laboratory via review of device image. The device was tested using automated test equipment and no anomalies were found. The cause of the diagnostic anomaly could not be determined.